Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their drg system explanted. Investigation was unable to determine further details.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.